Manufacturer narrative:
Additional narrative: device was used for treatment. Actual event date not known. Exact part number could not be identified. While this device was evaluated by the hospital of special surgery it was not returned to synthes or evaluated by the manufacturer. As the device is not being returned for further evaluation and no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed. (B)(4): placeholder.

Event description:
It was reported via a memo on (B)(6) 2008 that there were three mechanical failures of n-hance fusion system implants. This complaint is for the case known as the (B)(4) case and is for a broken rod. It was further reported in the memo that a review of plain radiographs from the case was conducted including pre and postoperative films from the implantation of the n-hance system, a postoperative film from the reoperation to replace one of the pedicle screws, and a subsequent film showing the fracture of the n-hance titanium alloy rod on the side where the pedicle screw had been replaced. No further information was provided.